Event description:
A malfunction alarm occurred with the pump, identified by malfunction code malf 3. There was no reported adverse impact to the customer's blood glucose level. Although the pump reset information was provided, the malfunction code recurred, leading cts to replace the pump. The customer was instructed to allow the pump's battery to fully deplete before returning it with a pre-paid label and acknowledged understanding of backup therapy via multiple daily injections to ensure uninterrupted insulin delivery.